Manufacturer narrative:
D3: corrected. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was confirmed. The downstream occlusion (dso) seal was delaminated and was replaced. Upon further investigation, it was found that the upstream occlusion (uso) seal was also delaminated. The uso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Event history review showed nothing related to the complaint.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a detached downstream occlusion (dso) seal. There was no patient involvement.